Event description:
It was reported that, during a remote follow-up, episodes of noise resulting in oversensing and automatic mode switch (ams) were observed on the device. The suspected cause of the noise was external electromagnetic interference (emi). Abbott technical support was contacted and agreed that the noise looked like external emi. No intervention has been performed at this time. The patient was stable and will continue to be monitored.